Manufacturer narrative:
The product was not returned, so we were unable to do an evaluation. The device history records were reviewed and found the lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.

Event description:
The user facility in (B)(6) reported the cutter stopped working spontaneously. When the cutter stopped cutting the aspiration continue slowly. There was no medical intervention required, no impact or injury to the patient, no need for surgery to be prolonged, and no additional anesthesia was needed. The surgery was completed with the replacement of a new pack.